Event description:
It was reported that during initial training a dexcom g7 continuous glucose monitor (cgm) successfully connected and warmed up on the dexcom phone application but failed to pair with the ilet; subsequent attempts at code reentry, bluetooth toggling, restarts, and use of a magnet resulted in successful pairing. Symptoms included no continuous glucose data being available on the ilet with no adverse clinical symptoms. Outcomes included user inconvenience and delay in establishing cgm-driven insulin automation, with advice to replace the sensor if issue reoccurs. User support included guided troubleshooting steps and verification that the ilet app and pump paired successfully. Investigation of this case revealed a pairing failure limited to the cgm-to-ilet connection, while the ilet hardware and app pairing functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication or integration issue between the g7 and the ilet.